Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin drops were not observed to be dripping out of the infusion set tubing. An infusion set tubing change was performed and insulin drops were observed to be slowly dripping out of the infusion set tubing. Additionally, it was reported that the cartridge septum was leaking. A cartridge change was performed to address both issues. Blood glucose level was 200 mg/dl.